Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the left transfemoral approach was used and an 18 french(fr) introducer sheath(dryseal) was inserted. A pre-implant balloon aortic valvuloplasty (bav) was performed with an 18 millimeter (mm) balloon. The delivery catheter system (dcs) was inserted at the 3 o'clock position on the flash port, but thehat marker turned to the left and was changed again to the 9 o'clock position. During the first deployment, there was pressure noted before the point of no recapture while in the negative position. There was a risk of the valve dislodging and the valve was recaptured. An attempt was made to advance the dcs while halfway recaptured, but the dcs fell out of the ascending line due to the pressure from the left ventricle. Another attempt was made to pass through the annulus but the "step between the nose cone and capsule" was stuck due to large calcification of the non-coronary cusp (ncc) and the dcs was unable to be advanced. The implanter pushed the dcswith force and it entered the left ventricle side. After repositioning and starting deployment, the valve dislodged as the pressure disappeared. The valve was recapture and the dcs became stuck again in the "step between the nose cone and capsule" due to the calc ification as previously mentioned. Force was used to position the device to the left ventricle side and deployment was attempted. The valve was positioned at 10 mm on the left coronary cusp (lcc) side and was recaptured again. During the third deployment, the valve was positioned at 4 mm on the ncc and 6 mm on the lcc. No paravalvular leak (pvl) was observed, a pressure gradient of 5 millimeters of mercury (mmhg) and dilated pressure increased to 50 mmhg were reported. No adverse patient effects were reported. Additional information was received that after the valve was placed, complete atrio-ventricular (av) block developed. Subsequently a permanent pacemaker was implanted four days later. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.